Event description:
It was reported by service report that the bed exit is not making an audible alarm due to alarm was not plugged into the cpu board. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bed not making audible sound. Issue was resolved for the customer by service tech reconnecting the connector on the cpu board and verifying bed functionality.